Manufacturer narrative:
The investigation into the event is on-going. Upon completion of the investigation, a final report will be filed.

Event description:
The medical center had an impella cp support in 2019 in which the patient expired after 0.73 hours of support. The patient had experienced deterioration of his health and had a diagnosis of pericardial effusion, vtach, a rv laceration, and code. The patient was unable to be revived and expired with a failed code. Impella contribution to the event is unknown.

Manufacturer narrative:
Since the original report was filed the investigation has concluded. There was no product returned and further clinical details were not shared by medical team in japan. The root cause of the injury and death are not determined. The failure mode will be monitored and trended.